Manufacturer narrative:
The device has been received. Results are pending completion of the product analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a thyroid procedure, the user was not getting a response from the nim 3.0 device when touching the nerve. Requests for additional information have been made with no additional information provided at this time. There was no patient injury.

Manufacturer narrative:
Date manufacturer received: january 23, 2017. The product analysis indicates that the reported issue could not be duplicated. There was no fault found with the device. As a precautionary measure, the device was placed in burn-in for 24 hours attempting to observe any failure. The device did not fail. It was tested and passed all manufacturing specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.